Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by reseating the endoscope and later replaced it with a backup endoscope. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Fields related report number 1, 2 and 3 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, all the instruments were moving the opposite side. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse advised the customer to reseat the endoscope and to clutch the camera arm, this resolved the issue. The tse explained that it was probably caused by a moving issue on the base parts of the endoscope with the up/down function. The customer continued the procedure with the 0-degree endoscope. The customer called the isi tse back at a later time to report that the base parts were moved smoothly by their hand. The tse checked the system logs and found error 31088 on the universal surgical manipulator (usm) 3 when a near issue occurred. The tse explained it was probably caused by a connection issue between the endoscope and carriage. The customer would monitor the issue in the following procedure. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified during surgery. It was unknown what surgical task was performed when the issue occurred. The instrument moved towards the opposite direction. The image was not inverted. The event involved a reversed control of the system arms. A 30-degree endoscope was installed at the time of the event. The surgeon confirmed the desired orientation when the endoscope was installed. A 0°degree endoscope was used to complete the procedure. The vision issue did not result in patient injury.